Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified a c02 malfunction and a defective power board. The power board was refurbished with no new parts used. The firmware was set to p.01.46. All pcbs were tested. The circuit boards were inspected. The front and rear connectors were inspected. The case was checked for damage. The unit was calibrated. The flow rate, gas calibration, leak check, and power on tests were performed and passed. It was determined that this was not related to the previous repair. The root cause for the reported issue was determined to be a defective power board. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device has a c02 malfunction. There was no report of patient involvement. No additional information is available.